Manufacturer narrative:
Other text: additional information. This MDR was generated under protocol: (B)(4), as a result of warning letter cms#: 617147. A product sample was received for evaluation. Visual and functional testing were performed. The pump was running and infuses according to the recorded parameters. The complaint was not confirmed. Root cause could not be determined. No action was taken. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D4: UDI information is unknown. G5: premarket (510k) number is unknown.

Event description:
Information received a smiths medical cadd pump was being implemented ,while a death occurred. The report was generated by a doctor and nurses after family of patient had privately coordinated care with family discussing end of life wished for their mother (who was nearing end of life) . The doctor in turn contacted police. Police are requesting the pumps event history log and requisitioned the pump. Reported an autopsy will be done. No further information on drug infused or malfunction if any occurred, verses tampering with dosages by user.